Event description:
It was reported that the patient has expired after implant duration of approximately 1.33 months, due to unknown reasons. Per the report for the operation in 2009, the patient left the operation in critical condition.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received for the operation in 2009. However, the cause of death could not be learned. A device history record review is in process. The patient also had another device implanted. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.